Manufacturer narrative:
(B)(4). Date of initial report: 12/08/2010. The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that during use of the device in a colon procedure, there was oozing from the sealed tissue of less than 200 cc. The forcetriad energy platform was set at 2 bars and gave an end tone, indicating a completed seal cycle. There was no pt injury.